Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence with multiple cartridges. Reportedly, the customer did not perform the proper air removal techniques. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 166 mg/dl.